Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ pump module smartsite infusion set was missing a component. The following information was provided by the initial reporter: "the shorter end with the roller clamp to the bag spike, but missing the y-site connection length."

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of misassembly was verified by visual inspection. Evaluation of the sample submitted showed that sample was assembled incorrectly. The distal end of the infusion set was not completed correctly and a male luer connection was placed on the infusion set instead of additional tubing and a smartsite. Additionally, the tubing that was supposed to be connected to the infusion set was fused to itself at the smartsite y-site location. A device history record review for model 2426-0500 lot number 22023289 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is an issue caused at the manufacturing location where the infusion set was not assembled correctly and packaged without identify the error in construction. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly - missing component with lot #22023289 regarding item #2426-0500. H3 other text : see h.10.

Event description:
It was reported bd alaris¿ pump module smartsite infusion set was missing a component. The following information was provided by the initial reporter: "the shorter end with the roller clamp to the bag spike, but missing the y-site connection length."